Event description:
On (B)(6) 2015, a pt called to report a red, irritated eye due to 1 day moist contact lens (cl) wear. The pt reported that he/she experienced a scratch on the eye from a lens with a foreign body on the cl. The pt reported being diagnosed with iritis and treated with eye drops bid for 10 days. On (B)(6) 2015, a call was placed to the pt¿s treating eye care professional¿s (ecp) office and the following information was obtained: the pt was diagnosed with ¿uveitis os from a possible scratch on the eye from a cl that appeared to have something on it.¿ the pt was treated with tobradex bid for 10 days. The initial treatment date is unknown, however, the pt¿s first follow-up appointment is scheduled for (B)(6) 2015. The pt was also advised not to wear cl when using eye drops. The pt discarded the suspect product and the lot # is unknown. No additional information is available at this time. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Exact event date is unknown, only the year is known 2015. (B)(4).